Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Lot number was not reported; however, potential lot numbers were provided. The information for those numbers is as follows: medical device lot #: 9273349. Medical device expiration date: 2024-09-30. Device manufacture date: 2019-09-30. Medical device lot #: 9301216. Medical device expiration date: 2024-10-31. Device manufacture date: 2019-10-28. Medical device lot #: 0057342. Medical device expiration date: 2025-01-31. Device manufacture date: 2020-02-26. Medical device lot #: 9273349. Medical device expiration date: 2024-09-30. Device manufacture date: 2019-09-30. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ 10 ml bulk pack luer lock tip without safety a plunger was found to be damaged. The following information was provided by the initial reporter: damage to the plunger 4 possible lot numbers: 9273349/9301216/0057342/9273349

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Lot number was not reported; however, potential lot numbers were provided. The information for those numbers is as follows: medical device lot #: 9273349. Medical device expiration date: 2024-09-30. Device manufacture date: 2019-09-30. Medical device lot #: 9301216. Medical device expiration date: 2024-10-31. Device manufacture date: 2019-10-28. Medical device lot #: 0057342. Medical device expiration date: 2025-01-31. Device manufacture date: 2020-02-26. Medical device lot #: 9273349. Medical device expiration date: 2024-09-30. Device manufacture date: 2019-09-30. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ 10 ml bulk pack luer lock tip without safety a plunger was found to be damaged. The following information was provided by the initial reporter: damage to the plunger 4 possible lot numbers: 9273349/9301216/0057342/9273349

Event description:
It was reported while using bd luer-lok¿ 10 ml bulk pack luer lock tip without safety a plunger was found to be damaged. The following information was provided by the initial reporter: damage to the plunger. 4 possible lot numbers: 9273349/9301216/0057342/9273349.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 14-mar-2022. H.6. Investigation: one loose 10ml luer-lok syringe (material 301029) was received and evaluated. An indentation was observed in the barrel . The observed condition is non-conforming per product specification. Potential root cause for the damaged barrel defect is associated with the marker process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 9273349, 9301216 and 0057342 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided batch numbers that could have contributed to the reported defect.